Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that the device failed post-implant dft testing multiple times. The lead was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.